Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high pacing impedance, high threshold, and a possible fracture. During the revision procedure, the physician was unable to insert a stylet into the lead, so the lead was cut into multiple pieces until a locking stylet could be inserted to remove the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that stylet cannot be test because lead was returned in segment. There was no insulation breach or conductor fracture in-vivo were observed on partial segments lead received, only explant damage was found. If information is provided in the future, a supplemental report will be issued.